Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted and no display ramping on its own anomaly was noted. The insulin pump has minor scratches on lcd window, cracked case at display window corners, battery tube threads and belt clip slot, broken reservoir tube lip and dried substance on case.

Event description:
Customer reported that the esc button on the insulin pump is not responding and she received a button error alarm. Blood glucose value is 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.